Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Customer acknowledged instructions to return the problematic pump to tandem and will use an alternate insulin delivery method. Tandem technical support decided to replace the pump and sent a replacement to the customer. Customer reverted to an alternative method of insulin therapy.